Manufacturer narrative:
H.6 investigation summary: bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing could not be performed as the batch number not provided. A photograph of test strip was received and the reported issue could not be confirmed based on the photograph because the lines cannot be visually read. The root cause could not be identified. Currently, there are no adverse trends identified for false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported by customer they had a false positive on bd veritor ¿ at-home covid-19 test. There was one occurrence in this event with no patient impact. The following information was provided by the customer: " went to cvs minute clinic and confirmed negative for covid." Eua: (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Address information was not able to be obtained, therefore, md was used as a place holder. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer they had a false positive on bd veritor ¿ at-home covid-19 test. There was one occurrence in this event with no patient impact. The following information was provided by the customer: " went to cvs minute clinic and confirmed negative for covid." (B)(4).